Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a no disposable-pump won't run alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called the hotline and stated that he powered his pump off because it was alarming. Instructed patient to power pump on, reviewed pump settings res vol 58.2 ml, cont. Rate 2.0 ml/hr, vol given 31.5 ml and attempted to restart and pump alarms "no disposable, pump will not run". Instructed patient to silence alarm and pump powered off. Closed clamp and removed cassette. Instructed patient to gently tap cassette to disperse air bubbles in the line. Replaced cassette and powered pump on. Attempted to restart pump but alarm persists. Pump powered off. No adverse patient effects were reported by the customer.